Event description:
The reporter stated that the alarm unit does not power on. The batteries were recently changed. There was no patient injury reported. Inspection shows that the alarm has intermittent alarm and power.

Manufacturer narrative:
(B) (4). (B) (4).